Event description:
It was reported that the programmer always displays the medtronic logo. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer displayed the logo for two minutes, but then the programmer booted up to an error. As a result the hard drive was reimaged and software was reloaded. The hard drive was also replaced, and the system fan was noisy. (B)(4).